Event description:
Through journal article "silicone particles in capsules around breast implants: an investigation into currently 5 available implants in north america", healthcare professional reported "silicone gel implants presented silicone particle bleeding into the peri-prosthetic capsule", "the particles were identified by the presence of refractive material within translucent vacuoles and were mostly surrounded by inflammatory cells", "notably, silicone implants seem to be associated with a thicker capsule than their saline counterparts", and "five patients reported clinical symptoms associated with their breast implants, including chronic pain and skin necrosis." Devices were explanted.

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "silicone particle bleeding into the peri-prosthetic capsule" and "skin necrosis." Article citation: danino, michel alain et al. ¿silicone particles in capsules around breast implants: an investigation into currently available implants in north america.¿ aesthetic surgery journal, sjad363. 11 dec. 2023, doi:10.1093/asj/sjad363. Three emdrs were submitted for this article, related records are as follows: emdr-15636 cn-057960 and emdr-15637 cn-057963.